Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in cloudy outflow. The breach in aseptic technique was further described as due to patient's non-compliance. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in five days, intraperitoneal, ongoing, duration was not reported) and tobramycin injection (40mg, one bag, once daily, intraperitoneal, ongoing, duration was not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.